Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that oily foreign matter was found in the bd syringe luer-lok¿ tip. The following information was provided by the initial reporter: oil residual in the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 12-jul-2022. H6: investigation summary: a device history review was conducted for lot number 1160104. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. To aid in the investigation, two samples and two photos were received for evaluation by our quality team. Our engineers noted that both samples appeared to have an oil like residue present inside the fluid path. Compositional testing results identified the oil is silicone lubricant. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Potential root cause for the excessive silicone defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1160104 is considered in compliance with our product specification requirements.

Event description:
It was reported that oily foreign matter was found in the bd syringe luer-lok¿ tip. The following information was provided by the initial reporter: oil residual in the syringe.